Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The site replaced the instrument. The investigation did not reveal any issues related to the customer reported event.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer swap the blue fiber cable with another one from the other surgeon side console (ssc). The error message was resolved, and the site started the procedure as a single-console configuration. The tse also advised the customer to order another blue fiber cable. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, a message of ¿robot not connected¿ occurred. The procedure was completing as planned with no reported injury.